Manufacturer narrative:
Updated with the correct implant involved.

Event description:
Additional information received from the manufacturer representative (rep) reported that they did not determine the cause of the low impedance. The low impedance was discovered during the impedance test after the implantable neurostimulator (ins) was replaced. The doctor pulled out the extension connection, dried it off, and reinserted again, but the impedance remained.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported during a replacement procedure due to normal depletion, low impedances of 52 ohms were noted on electrodes 8/9; the implantable neurostimulator (ins) was at 2.35 volts. It was confirmed that there was no trauma / falls related to the issue. The patient was not programmed with electrodes 8/9. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.